Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hosp reported that during endoscopic vein harvesting procedures, three short port btt black inflation valves popped out during use and two did not work. Qa has interpreted the last two devices to also be inflation valves popping out. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. Since it is unk occurrence dates, how many failed during each case and lot numbers, all five short ports will be tracked in one case. This report is for the fourth device.